Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, specifications, quality control data, and visual inspection of the returned device was conducted during the investigation. The dilator of the flexor high-flex ansel introducer was returned for investigation. The proximal fitting was found to be separated from the shaft of the dilator. Biomatter was noted on the surface of the dilator shaft and on the separated proximal fitting. An unknown luer-lock cap was also returned. The i.d. Of the connector cap and the o.d of the flare are within specification. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned device, and the results of our investigation; a definitive root cause could not be determined. Measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints. .

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A flexor high-flex ansel guiding sheath was used in an endovascular aortic aneurysm repair procedure via ipsilateral approach. It was reported that, the sheath was inserted into the patient and the hub of the dilator separated. Clamps were used to remove the dilator and another dilator was inserted into the sheath to complete the procedure without issue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.